Event description:
It was reported that there was stimulation in the wrong location. The symptoms reported had a sudden onset about one to 1.5 months ago. The patient had stimulation for the leg sciatica, and now felt it in her waist. The patient tried to adjust stimulation herself. However, that had not helped. The patient was supposed to meet with a manufacturer's representative last week, but due to an ice storm, all appointments were cancelled. The patient wanted to speak to a manufacturer's representative. The patient had called the healthcare professional (hcp) office and was waiting for a call back. No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (4)(6), implanted: (B)(6) 2014, product type: lead. (B)(4).